Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received seven inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d) during a surgical procedure due to cautery having been used. Therapies had not been disabled prior to the procedure. The therapy also restored the patient's atrial tachycardia/atrial fibrillation (at/af) to normal sinus rhythm. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.